Event description:
It was reported that the left ventricular (lv) lead pulled back out of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead implanted (B)(6) 2009; 407652 lead implanted (B)(6) 2009. (B)(4).